Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 407 mg/dl. Customer¿s blood glucose went to 260 mg/dl but insulin pump was reading 104 mg/dl and did not accept calibration, customer did another calibration 15 minutes late then blood glucose was 227 mg/dl. Customer was using auto mode during reported event. Customer stated that they did receive a calibration not accepted alert. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.